Event description:
During the (B)(6) clinical trial sponsored by bwi; a (B)(6) male patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter. The procedure was completed successfully. Around 7 days after the procedure patient informed feeling a lump in the throat upon swallowing food, which required medical intervention. The event was graded as mild and patient¿s outcome is resolved without sequelae. It was noted that this patient had a medical history of atrial flutter and nephrectomy. The physician¿s opinion regarding the cause of this adverse event is that this is definitely procedure related. There were no reported malfunctions with any of the catheters and systems used during the case related to this patient injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17245455l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).